Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical devices: model: 5867-3m, adapter; implanted: (B)(6) 216.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds, and no capture. An x-ray revealed the lead had dislodged. The lead remains implanted but reprogramming was completed to "turn off" the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.